Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other three proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with four proglide devices, three at the left common femoral artery and one at the right common femoral artery, using a pre-close technique, via a 6f sheath prior to an impella assisted interventional procedure. The sheath was upsized at the left common femoral artery and the impella procedure was completed. Reportedly, suture breaks occurred with all four proglide devices during knot tightening. Manual compression was applied at both common femoral arteries to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.